Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report 1627487-2014-20196. It was reported the patient experienced ineffective stimulation in her right leg along with pain at the scs ipg site while lying down (decubitus sore). As a result, surgical intervention was taken to explant and replace the epidural lead and to reposition the ipg. Reportedly, the patient is receiving effective therapy and the pain at the ipg site has resolved.